Event description:
A user facility reported to olympus that the hf unit "esg-400" stopped working during a therapeutic parotidectomy procedure. The procedure was extended 60-75 minutes, and additional anesthesia/medication/gases were necessary. The outcome of the procedure was not affected, and no immediate impact or injury to the patient occurred. The procedure was completed with another device.